Event description:
The facility reported an infusion pump with a reported failure code 16:310:903:0002. Information was not provided regarding whether or not he failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.